Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced a blood glucose (bg) of 345mg/dl with moderate to large ketones the morning of (B)(6) 2011. The patient stated that her bg was around 200mg/dl on (B)(6) 2011 and was 145mg/dl at bedtime the same day, and then increased to 345mg/dl the morning of (B)(6) 2011. The patient had reportedly started a new medication four days ago and had increased her basal rates on (B)(6) 2011 due to feeling sick. The patient stated that she corrected her bg via syringe on (B)(6) 2011 and changed out her site/set and cartridge. She denied having any issues with her site/set or cartridge. Troubleshooting with customer support indicated that pump histories and settings were correct and that the pump was delivering insulin accurately. There is currently no indication of a pump malfunction. Customer support determined that the elevated bg was likely due to new medication, illness, and possible site absorption issues. The pump is not being returned at this time, and the patient continued insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy.